Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was unable to be interrogated after the patient had expired three hours prior. It was noted that a magnet had been previously placed on the device for eol.